Event description:
It was reported that the patient's blood glucose (bg) values dropped to 46 mg/dl due to the controller delivering boluses independently to the user while at school. As treatment, the patient was given a lot of carbs which increased bg levels to 317 mg/dl. And the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.